Manufacturer narrative:
Field experience of no sensing was verified in the laboratory. The wire connecting the header electrode to the hybrid was found to be broken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that post implant there were no sensing. The device was repositioned but still no sensing. The device was explanted and replaced with good results. The patient&#38112;condition is fine after the event.

Manufacturer narrative:
.

Manufacturer narrative:
Final analysis found that upon inspecting the device, a weld connecting the feed through wire from the hybrid to the header electrode was broken which caused the reported sensing anomaly.